Event description:
It was reported that the pacing and sensing functions of this right ventricular (rv) lead were capped and surgically abandoned due to concerns of a fracture, with it presenting noise. Boston scientific technical services (ts) advised on the possible options. This lead was replaced by a new lead. No additional patient effects were reported.